Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges there is a small black burn area towards the bottom of the display of the meter. No adverse event reported. Requested return of the alleged device for evaluation.